Event description:
Upon removing the inquiry optima catheter from the patient, the phyiscian observed a wire coming out of the distal shaft of the catheter. Paient was unharmed by any event during the procedure.